Manufacturer narrative:
Continuation of d10: product ID 8731sc, serial# (B)(6), implanted: (B)(6) 2011, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 13-may-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for non-malignant pain. It was reported that the reservoir was always full at refill appointments since implant. The patient was not getting any pain relief and not receiving therapy. The healthcare provider (hcp) attempted a catheter dye study but was unable to aspirate from the cap. A revision was discussed but the hcp does not believe it could be due to the catheter since pump was working prior to replacement and does not want to consider replacement of catheter only. The issue is not resolved at this time. Additional information was received from the manufacturer representative (rep) stating the cause is still unknown and the only troubleshooting attempted was the catheter dye study. They were unable to aspirate the catheter.